Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced bradycardia with heart rates in the 40's and 50's. Treatment included atropine and dopamine. Two days post-procedure, treatment for the bradycardia was discontinued. The patient experienced a 4-5 second pause in heart rate, was treated with atropine and was discharged to home, still bradycardic. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Bradycardia is known potential adverse effect associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.